Manufacturer narrative:
Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.

Event description:
Caller alleged discrepant results when compared with the lab. Results reported as follows: date: 05/;04/06, inratio: 2.2; lab: 2.7; date: 05/04/06; inratio: 2.7; lab; 3.0